Manufacturer narrative:
(B)(4). The incident grounding pad was discarded and is not available for evaluation. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.

Event description:
The customer reported that while the patient was in the post care department after waking up from an atrial fibrillation ablation procedure, she complained that her back hurt. A 6x2 cm area, with complained that her back hurt. A 6x2 cm area, with open blister, was noted on the middle of the patient's lower back. The nurse practitioner and physician were notified. No other information is available, including degree of burn and type of treatment. The incident grounding pad sample was discarded before the injury was discovered. The lot number is unknown.